Event description:
It was reported that during an unknown procedure, the device would not staple and would not cut. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/11/2009. Information anticipated, but unavailable at this time.